Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from accu-chek inform ii meter serial number (B)(4) for two patients. Patient 1: at 9:02 p.m. The result from a fingerstick was 488 mg/dl. The result at 9:08 p.m. From a laboratory draw was 259 mg/dl. No treatment was based on the meter result as the staff did not think this result was accurate. The staff believed the laboratory result to be correct. The patient was not adversely affected. Patient 2: on (B)(6) 2017 at 9:26 p.m. The result from a fingerstick was 366 mg/dl. The result at 9:40 p.m. From a fingerstick was 194 mg/dl. No treatment was based on either result. The patient was not adversely affected. Valid controls were run within 24 hours of each comparison. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The suspect meter was received for investigation and was tested with retention material and quality controls. Control ranges: level 1: 30-60 mg/dl, level 2: 261-353 mg/dl. Results: level 1: 43, 41, 44 mg/dl, level 2: 294, 295, 288 mg/dl. All results were within acceptable range. No information was provided in the case that would point to a cause for the result discrepancy. No strips were returned for investigation and testing was not repeated using the accu-chek inform ii meter. No further investigation can be performed. Potential causes for this type of event include traces of food on the fingers or fatty residues from skin cream products that may cause elevated results. If peripheral circulation is impaired, collection of capillary blood is not advised as the results might not be a true reflection of the physiological blood glucose level.